Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 134 mg/dl. Customer stated that she changed her entire infusion set after the alarm and then it was working as usual. Customer was able to complete the rewind sequence. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.